Event description:
It was reported by the customer through emergency support program that cardiosave intra-aortic balloon pump (iabp) had autofill failure alarm. No harm reported.

Manufacturer narrative:
Updated fields: a2, b4, b5, d9 (return to manufacture date), d10, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The failure analysis and testing dept. Received pneumatic module assy. With a reported unit failure of saline ingress to pim. The failure analysis and testing dept. Performed a visual inspection and observed a white residue in the port of the pim and in the port of the safety disk. This white residue is consistent with saline. Due to the saline ingress, the fat dept. Cannot investigate this complaint any further. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer called stating they had received an auto-fill failure alarm on a fo balloon catheter post-insertion. He stated they had already troubleshot the alarm by switching to another cardiosave, changing the helium tanks in the first and second pump, and replacing the balloon catheter. They verified there was no blood, discoloration or flakes in the helium tubing, and that all connections were secure. He reported no visible kinks or restrictions in the helium tubing and balloon catheter. He also verified the helium tank was fully open and the iabp monitor screen showed a full tank of helium. Another cath lab rn, successfully switched to a third cardiosave, which resolved the auto-fill alarm. She reported all waveforms and blood pressure indices were appropriate. She stated that the first 2 pumps showed a low helium tank when they were first powered on. No patient harm or injury noted. I collected product surveillance on the first 2 pumps and the balloon catheter that was currently inserted. The engineer was unable to obtain the first balloon catheter information. The engineer recommended her to tag the 2 pumps with a note that reads ¿auto-fill failure¿ and send both to biomed. She appreciated the support provided and had no other questions. The customer provided details that the complaint is related to the second pump used.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had autofill failure alarm. No harm reported.

Manufacturer narrative:
Due to character limitation of e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.